Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Insulin pump also received an off no power alert. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 222 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history did not contain a motor position encoder error alarm or more than one motor error alarm. Customer reported that insulin pump received an off no power without first receiving a low battery warning. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm noted. Motor passed motor test. No failed battery test alarm or off no power alarm noted. The auto off alarm functioned properly. No auto off alarm anomaly noted. The insulin pump was received with severely scratched display window, broken battery cap, cracked battery tube threads and cracked reservoir tube lip.